Event description:
The customer reported intermittent, non-reproducible troponin I (access accutni) results, primarily within the risk stratification range, for four patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. This report is two of two referencing the three patients on the event date noted. Subsequent testing of the patients¿ original samples, on an alternate access 2 immunoassay system, produced lower results within the normal reference or risk stratification range. The initial results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The patients¿ samples were collected in becton dickinson (bd) plasma tubes and analyzed from the primary tubes. Quality control (qc) and system checks were within the acceptable range. The laboratory's normal reference range for troponin is less than or equal to 0.05 ng/ml. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the substrate probe, the main pipettor probe and the peristaltic pump tubing. The fse also rebuilt the precision pump. The fse performed luminometer and ultrasonic adjustments and a routine system check which passed within instrument specifications. The fse returned on (B)(4) 2013 and performed a high sensitivity system check which also passed within instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event. However, a specific hardware component was not identified as the singular cause of the event. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2013-00961.